Event description:
The pt is a non-diabetic suffering from a rare condition (bodistrophy) that elevates her blood glucose levels. On 07/22 at 7:59/a, a fasting reading on her one touch profile meter was 32 mg/dl. She consumed breakfast and retested, again with a low result. She contacted the ER nurse and was advised to eat. She ate a sandwich and rice krispy bar, retested with a low result and was told by the ER nurse to go to the hosp. Upon arrival, her blood glucose result on a hosp meter (brand unk) and a lab result werse "over 500." She was treated with reuglar insulin and fluids and released 7 hrs later. She discarded the test strips (lot # unk) and tested with a new lot of test strips with a result of 483 mg/dl on 7/24. She felt that the test strips she was using "caused the problem." She did not think she needed a new meter (the meter was in calibration on 7/24, reading 83 within a labeled range of 75-99).